Manufacturer narrative:
Device not returned.

Event description:
It was reported that the usb cable could not charge pump battery. Customer changed cable to resolve the issue. There was no reported adverse impact to customer's blood glucose.